Event description:
Procedure: pelvic. According to the reporter: during application on a rectum, the devices cut the tissue but did not staple. Some feces went into direct contact with the pelvis. The surgery had to be changed to an open surgery.

Manufacturer narrative:
(B)(4).